Manufacturer narrative:
A2, a4, and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction events. The pump was confirmed to be in the correct position and no biomaterial was visualized. The pump was explanted.